Event description:
Additional information received noted that a revision procedure took place, and this lv lead was surgically abandoned, and the device was explanted and will not be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up it was noted that this left ventricular (lv) lead showed no sensing, loss of capture and pacing impedance measurements were high and out of range. The configuration was changed but still no capture and high out of range pacing impedance measurements were noted. The physician recommended to extract the lv lead and implant a new lead. No adverse patient effects were reported. At this time the lv lead remains implanted.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated

Event description:
It was noted that an x-ray was not performed, and the physician will be discussing a possible procedure with the patient. At this time, the system remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.